Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient underwent a surgical intervention to revise the right atrial (ra) lead. During this procedure, visual examination noted an insulation breach in this right ventricular (rv) lead. As such the rv lead was explanted. While extracting the lead the tip of the lead broke and could not be extracted. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion code. The field was change to cause trace to device design. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient underwent a surgical intervention to revise the right atrial (ra) lead. During this procedure, visual examination noted an insulation breach in this right ventricular (rv) lead. As such the rv lead was explanted. While extracting the lead the tip of the lead broke and could not be extracted. No adverse patient effects were reported.